Manufacturer narrative:
Pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify low battery alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display and low battery alarm before and after a battery change. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting found that the customer is calling back after having received a new battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.